Manufacturer narrative:
Result: latch housing insert.

Event description:
It was reported by svc report that the locking knob was broken on the left side rail. No pt involvement or adverse consequences are reported.